Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. (Implantation date) : unknown as of today.

Event description:
Reportedly, absence of a/v pacing frequency curves was observed during a follow-up on (B)(6) 2021. The patient reported a discomfort that could correspond to the missing curves. However, it was not possible for the doctor to check if there was a correlation between the pacemaker functioning and the patient discomfort due to the interruption in the curves. Preliminary analysis of the provided patient files did not reveal any anomaly with the subject pacemaker.

Manufacturer narrative:
D6a (implantation date) : unknown. D3 and g1 updated. Please refer to the attached analysis report.

Event description:
Reportedly, absence of a/v pacing frequency curves was observed during a follow-up on (B)(6) 2021. The patient reported a discomfort that could correspond to the missing curves. However, it was not possible for the doctor to check if there was a correlation between the pacemaker functioning and the patient discomfort due to the interruption in the curves. Preliminary analysis of the provided patient files did not reveal any anomaly with the subject pacemaker.